Manufacturer narrative:
Due to additional information received from microport orthopedics reliability engineer and further analysis, on section d "suspected medical device" the product listed on initial report as pha04412 femoral head biolox deltaceramic 12/14 - 32 l , lot: 15308521571233 has been corrected and replaced by the product phac1254 profemur® neck var/val 8dg long cobalt chrome , lot no: 0611362523. Also, on section h6 "adverse event problem" the code 1069 has been added for "medical device problem code".

Event description:
Allegedly, patient experienced a sudden onset of pain in the hip joint with subsequent buckling of the leg during normal walking the previous day. Radiological examination revealed a cone fracture.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.